Event description:
It was reported to philips that the system was intermittently unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The customer reported to philips that the intermittent failure occurring during fluoroscopy. The review of system log files identified high resonance frequency in power inverter of generator. No service action was performed by the philips, as the issue was no longer occurring. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.